Manufacturer narrative:
Investigation summary: the customer reported a leakage occurred between the bag and the tubing. No patient injury or harm reported. A device history record review (DHR) was unable to be performed as the device lot number was reported as unknown. One unused sample was returned for evaluation. Visual inspection and functional testing performed confirmed the reported failure of leak between the bag and the bushing tube. The root cause is determined to be manufacturing/process related. A corrective action was initiated to replace the rf sealing machine. No further action is required at this time. This device issue will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that a leakage occurred from the interface between the bag and the tubing. During a short feeding time no leakage occurred however, during a long feeding a leakage occurred. The feeding set was used for more than three hours.